Manufacturer narrative:
No product was returned to the manufacturer for analysis. It has been concluded that extreme forces from misuse or abusive use are required for this failure mode to occur.

Event description:
The distributor reported on behalf of (B) (6) hospital that one calf support on this maternity bed has sheared off. No adverse consequences were reported.